Manufacturer narrative:
Na

Event description:
It has been reported by our foreign office that a revision surgery is scheduled, due to patella disassociation. At this time, the date of the revision surgery is unk.